Manufacturer narrative:
Analysis of the catheter found significant twisting of the catheter body that may have affected infusion. There was a kink also observed in the location where the twisting was seen. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Analysis of the catheter found significant twisting of the catheter body that may have affected infusion. There was a kink also observed in the location where the twisting was seen. During pressure testing, the kinked area would occlude when the catheter was bent to a narrow radius.

Manufacturer narrative:
Concomitant medical devices: product ID: 8637-20, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving bupivacaine and morphine (concentrations and doses unknown) via an implantable pump for malignant pain. On (B)(6) 2015, a volume discrepancy occurred. They expected 2.8 and got back 15.2. It was also reported that the pump was flipped on an unknown date. On (B)(6) 2015, another volume discrepancy occurred. They expected 12.6 and got back 19. The patient experienced a lack of therapy effect. The patient did not twiddle the pump that they were aware of. The pump logs looked fine. The patient was taken to surgery and when they opened the pump pocket the pump was in the correct position. The doctor decided to replace the catheter even though he was able to aspirate easily because it looked like it might have been affected by the pump flipping. It was later reported the pump flipped over because the patient had lost significant amount of weight and her skin was no longer taught. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.